Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the electrode array was found to be not in the cochlea. The device was explanted (B)(6), 2011 and the patient was reimplanted with a new device during the same surgery.